Manufacturer narrative:
Estimated date. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a prostyle was used for a venotomy closure of the right common femoral vein using a prostyle device after an unspecified procedure, with a 7fr or 8fr sheath. Reportedly, post-procedure, the patient¿s leg swelled drastically. The patient was transferred to a different facility, where it was confirmed that the vessel had been occluded and sewn together with the prostyle suture, causing a deep vein thrombosis. A surgical cutdown was performed to cut the suture and treat the thrombosis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The patient effect of occlusion, thrombosis and swelling are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.